Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947-58 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the hospital. Upon interrogation of the device, the atrial lead was not capturing and undersensing. X-ray revealed the atrial lead had dislodged. It was also reported that there was no capture and a possible lead fracture. The patient was scheduled for a lead revision. During the procedure the physician repositioned the lead several times however, was unable to obtain good "current of injury" numbers. The chronic atrial lead was removed and a different lead was implanted with success. Upon examination of the chronic atrial lead there was tissue in the helix that could not be removed. No patient complications have been reported as a result of this event.